Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 3 of 4 the patient got an air detected in cassette message from the cycler. The patient discovered a fluid leak after cancelling treatment. There was fluid in the pump module of the cycler and fluid on the external of the cassette. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to allow the cycler to dry out and resume using without any further issues.the cycler set is available to return as a sample. The cycler is not available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the complaint product sample was received by manufacturing from the custome. The sample was received with its original package. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. This kind of damage could have the following cause as per risk analysis: pump door is sharp and closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. A device history record review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 3 of 4 the patient got an air detected in cassette message from the cycler. The patient discovered a fluid leak after cancelling treatment. There was fluid in the pump module of the cycler and fluid on the external of the cassette. In a follow up, the patient verified there was no harm, intervention or adverse event due to the fluid leak. The patient was able to allow the cycler to dry out and resume using without any further issues.the cycler set is available to return as a sample. The cycler is not available to return.